Event description:
It was reported that the patient was readmitted due to arrhythmia from (B)(6) 2020 to (B)(6) 2020. Cardiac catherization was performed.

Manufacturer narrative:
This event was originally reported under MFR# as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was communicated that although the relationship between arrhythmia and the device is low, it could not be denied. It was considered to be ventricular arrhythmia due to the patient¿s underlying disease, but the possibility of sucking could not be ruled out. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was communicated that although the relationship between arrhythmia and the device is low, it could not be denied. It was considered to be ventricular arrhythmia due to the patient¿s underlying disease, but the possibility of sucking could not be ruled out. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.